Event description:
When using the rollator, the wheel allegedly came off the front of the rollator causing the consumer to fall and break his right foot.

Manufacturer narrative:
Serious injury reported. The consumer reportedly went to sit in the chair and the wheel bolt snapped off resulting in the rollator to tilt and the consumer fell. The family screwed the wheel back into the rollator and continued to use the device. The situation re-occurred and this time broke off. If the caster was permitted to loosen, improper maintenance of this type can result in bending and eventual fracture of a stem bolt. Current user guides cover this area. User error/improper maintenance is likely cause of this incident. As a courtesy the device was replaced. MDR filed based on injury claim.